Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the power connector on the chassis revealed physical damage. The main circuit board and chassis were replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective power supply unit and a main circuit board with a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.